Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.1 was broken. A field service engineer found that slides were physically damaged and replaced the drawer assembly. Found unsecured pyxibus connector on auxiliary 3 half height cubie drawer. While disconnecting, a pin on the module controller fell out. Replaced the pyxis module controller (pmc) and tested in hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer was broken and user informed a piece of the drawer was scattered on the floor. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.